Manufacturer narrative:
Remote support provided.

Event description:
This report is based on information provided by philips remote service engineer (rse) and with an investigation documented by philips complaint handling. Philips received a complaint on the efficia dfm100 defibrillator indicating that the device¿s handle indicator light is on. The device was evaluated remotely. Based on the results of the analysis, the philips rse advised the customer to clean and refix the handle. Once this was completed, the indicator light was confirmed to be off, and the device was returned to service. A review of the service history for this device shows the problem has not been reported again for this device. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. If additional information is received, the complaint file will be reopened for further investigation. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.